Event description:
Twisted ankle (B)(6) 2016 nondisplaced fracture of lateral malleolus. Ossur dh off loading post operative shoe us patent #(B)(4), hcpc l3260 toe cap seam abrasive pressure resulted in blister; blood filled noted on (B)(6) 2016. Product discontinued (B)(6) 2016 after medications to remove toe cap seam failed to improve fool ulcer. Outcome: osteomyelitis, amputation of 5th metatarsal and 5th toe. Therapy: (B)(6) 2016.